Event description:
Per the clinic, the patient developed an infection at the implant site requiring tissue debridement (date not reported). The patient was prescribed oral antibiotics (date not reported) to treat site.

Manufacturer narrative:
(B)(4). Implanted device remains.